Event description:
The patient's mother contacted animas on (B)(6) 2012 to report a low blood glucose (bg) event. The adverse event was reported under manufacturer report #2531779-2012-04580. At the time of the call, the reporter informed animas customer support that on the evening of (B)(6) 2012 she noticed particles in the insulin within the cartridge and tubing. She claimed that all the supplies, including the insulin were changed out; however, the following morning noticed that the insulin once again had particles floating in it. At the time of troubleshooting, the patient's mother confirmed there were no particles in the new vial of humalog insulin she used prior to placing into cartridge. She also confirmed the insulin was being stored appropriately. The reporter stated she discarded initial set of cartridge and infusion set she saw particles in; however, would return the second cartridge and tubing back.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2012-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was examined under a microscope and no particles were observed. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The complaint could not be confirmed or duplicated on investigation.